Manufacturer narrative:
The device was not returned; however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that the physician in training attempted an arteriotomy closure of the right femoral artery, using the starclose device after a interventional procedure. The clip did not deploy. Hemostasis was achieved with manual compression. The clip was found to still be on the delivery tube. No add'l info available.